Event description:
It was reported that the customer had high blood glucose levels. Customer's blood glucose level was 295 mg/dl. Customer's high blood glucose levels persisted after a set change. Insulin exited the tubing and pump settings were correct. Customer does not have tubing clamps and will be sent some. Customer will call back to do the high pressure test. Pump is operating as designed. Pump passed the self test. No further assistance needed.

Manufacturer narrative:
Findings: unit was unable to prime during prime/a33 test due to faulty force sensor resistor (gold). Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Unit had minor scratched display window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.